Manufacturer narrative:
H3: analysis of the [device], model [97755-s], s/n [(B)(6)], revealed: no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) was having difficulty with charging the implantable neurostimulator (ins) . Caller said patient reported the recharger gets "hot" and will not charge the implant to "full." Patient has also been getting error message rm04. Patient reported this has been going on for about a year now, but rep was only notified today. Patient confirmed they've tried disconnecting the recharger and removing/replacing battery pack, but the issue persisted. Representative(rep) confirmed recharger did not appear to have any visible damage. Rep also confirmed no visible damage to pins in battery pack and controller. Agent suggested replacing the recharger. Shipping information confirmed and request sent to repair for replacement.